Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with arterial line acquisition. User stated that he attempted to aspirate the line earlier which was unsuccessful and asked if he should just use the radial line.the esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. User was appreciative for the information provided and ended the call. No harm or injury reported.